Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be established as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed no image and b30 scope communication error. The issue was found during maintenance. There were no reports of patient involvement.